Manufacturer narrative:
PMA/510 (k) number - preamendment. The complaint is being reported by zimmer biomet as (B)(4). On july 28, 2016, it was reported that the device was not working properly and one part of the graft was not getting fully punctured. . On august 16, 2016, it was clarified that the issue occurred prior to surgery. The device had been used for the past 10 years without any repairs. There was no delay in surgery and there was no harm, injury or adverse event to patient or operator. There was no impact or damage to the graft harvest. The surgery was not completed with another device and there was no medical intervention or additional surgical procedures required. The blades were placed properly and the dermacarrier was at room temperature when used. The device has not been repaired by anyone other than zimmer biomet. The customer returned a meshgraft ii device, serial number (B)(4), for evaluation. The device history record (DHR) and previous repair report reviewed noted no related non-conformances, requests for deviation (rfd), change notices (cn) or any other issues with manufacturing. The DHR and previous repair report review found no issues with the device and all verifications, inspections and tests were successfully completed. Initial qa inspection of the meshgraft ii by zimmer biomet surgical, revealed no significant cosmetic damage to the ratchet. Additionally the set screw was screwed in too far which didn¿t allow the ratchet to seat properly with the roller extension. The cutter had a few dull areas to blades throughout. The set screw on the ratchet was backed out slightly in order to do the test mesh. The test mesh passed. Repair of the meshgraft ii was performed by zimmer biomet surgical, which included replacement of the roller and cutter. Meshgraft ii, serial number (B)(4), was then tested and functioned properly. It was repaired, inspected and tested. The reported event ¿the device was not working properly and one part of the graft was not getting fully punctured¿ was confirmed since during initial inspection the set screw was screwed in too far which didn¿t allow the ratchet to seat properly with the roller extension. The root cause of the device was not working properly and not fully puncturing the graft cannot be specifically determined with the provided information. The issue was resolved with the replaced the roller and cutter. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process. Meshgraft ii, serial number (B)(4), was repaired, tested and returned to the customer.

Event description:
It was reported that the device was not working properly. One part of the graft was not getting fully punctured. No adverse events have been reported as a result of the malfunction.